Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a pinhole on bending section cover (a-rubber), water tightness was lost. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; due to damage on lock engagement lever, bending section cannot be fixed firmly; due to damage on charge-coupled device (ccd) unit, the image has white dots; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; video connector case had a crack; video connector had a crack; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope exhibited leakage from the bending section cover (a-rubber). There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that the adhesive around objective lens was peeling. (1mm2 or more). This had been attributed due to stress of repeated use, deterioration, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.